Manufacturer narrative:
Additional, corrected, and/or changed data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2ml of juvéderm® voluma® with lidocaine in the patient's mid cheek and chin (ck1, 3, 4, c1, 2 midline, c6). Almost fifteen weeks later, the patient returned to clinic after developing swelling on the c2 midline and c6. The hcp administered hyalase® on the same date. The patient was reviewed two days later. The swelling has decreased, but the patient is not fully recovered yet. The hcp prescribed augmentin for 5 days. The treatment provided was reported as necessary to hasten resolution and prevent permanent damage. The event is ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2ml of juvéderm® voluma® with lidocaine in the patient's mid cheek and chin (ck1, 3, 4, c1, 2 midline, c6). Almost fifteen weeks later, the patient returned to clinic after developing swelling on the c2 midline and c6. The hcp administered hyalase® on the same date. The patient was reviewed two days later. The swelling has decreased, but the patient is not fully recovered yet. The hcp prescribed augmentin for 5 days. The treatment provided was reported as necessary to hasten resolution and prevent permanent damage. The event is ongoing.